Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: UDI number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on 27-april-2022, the patient underwent an unknown surgery for a clavicle shaft fracture. Since bone-union was confirmed, a removal surgery was performed on (B)(6) 2023. During the removal procedure, the screw in question broke off at its neck. The broken shaft of the screw was left in the bone due to the risk of removal. There was no reported adverse patient impact. No further information is available. This report is for a 2.7mm ti metaphyseal scr/slf- tpng w/t8 strdrv recess/16mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative:. D2: additional procode: hrs. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 04.118.516ts. Lot: 8l74572.manufacturing site: werk selzach. Supplier:(B)(4). Ag release to warehouse date: 29 oct 2021. Expiration date: 01 0ct 2026 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part #: 04.118.516. Non-sterile lot #: 413p544. Manufacturing site: werk selzach. Supplier: (B)(4) . Release to warehouse date: 05 oct 2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.